Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), the body of a dental implant could not be torqued into a patient's mouth. The driver kept slipping. The implant had to be backed out. Another implant was placed. No adverse patient consequences were reported.